Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. A leak test was performed and no leaks were found along the fluid path. Inspection of the returned device found no damages or defects that would contribute to the reported events. The cause of the reported infection, pain during insertion, and skin swelling could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Patient's mother removed the pod and cleaned the site with soap and warm water, but the site looked worse the following day. Symptoms reported include puss, swelling, bruising and pain. The patient was taken to urgent care and diagnosed with abscess. The patient was treated by medical professional and was prescribed cephalexin (500mg), to be taken orally 3 times daily for 7 days; she was also prescribed mupirocin (2% ointment), which was applied 3 times daily. Mother reported symptoms cleared up after one week of using antibiotics.